Event description:
It was reported that during routine follow up, increased threshold and decreased sensing were observed. The lead was explanted.

Manufacturer narrative:
All information provided by manufacturer, no medwatch form was received. Analysis was normal. No anomaly was found.